Manufacturer narrative:
This report is filed on october 16, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site and was treated with oral and topical antibiotics and subsequently had the abutment removed. The implant device remains.